Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery and active exhalation control module. The internal battery and active exhalation control module were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. During the investigation, the root cause of the active exhalation control module was found to be due to physical damage.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, an issue related to the active exhalation control module and failure to charge the internal battery was observed. The devices active exhalation control module, internal battery and power management board were replaced to address the issues.